Manufacturer narrative:
On july 10, 2007, the distributor was requested to inspect the lifts at the facility. While there, he was notified of an alleged incident which took place in 2007, in which a resident was dropped to the floor and sustained a cut to the head. The lift has not been removed from service, as the facility admitted that the incident was caused by improper application of the sling to the sling bar, and was not viewed as a product problem. When the sling was applied per manufacturers instructions, the incident could not be recreated. The lift was inspected two months later and found to be in good working condition, it was recertified by authorized liko distributor and remains in service. The facility offered remedial training to the staff on the proper use of this equipment.

Event description:
Facility reports, that while transferring a resident from chair to bed using an uno 100 mobile lift, that the sling became detached from the hanger bar and the resident fell to the floor. Resident was treated for a cut to the top of the head.